Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 1 year and 2 months post tavr, the patient presented with mild-moderate pvl and underwent intervention. The team pre-dilated with a 23mm non- edwards balloon and implanted a 23mm sapien 3 ultra resilia (+2) inside the initial valve. There was no more pvl seen on tee. As per follow-up with the fcs, the perceived root cause of the pvl was said to be due to recoil & mild pvl post -tavr.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for paravalvular leak was unable to be confirmed due to unavailability of relevant imagery/medical records. A review of the DHR was unable to be performed due to unavailability of the valve serial number to determine if a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "a patient underwent a tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 1 year and 2 months post tavr, the patient presented with mild-moderate pvl and underwent intervention. The team pre-dilated with a 23mm non- edwards balloon and implanted a 23mm sapien 3 ultra resilia (+2) inside the initial valve. There was no more pvl seen on tee. As per follow-up with the fcs, the perceived root cause of the pvl was said to be due to recoil & mild pvl post -tavr." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information provided, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time